Event description:
While reaming for the cup during a primary total hip, the reamer shaft handle broke on the connection piece to the power equipment. Shaft was replaced causing no delay.

Manufacturer narrative:
The returned device is a source-controlled device and was shipped to the supplier, (B)(4), for evaluation. Review of the supplier's investigation results indicated the event was confirmed and is due to overload. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
While reaming for the cup during a primary total hip the reamer shaft handle broke on the connection piece to the power equipment. Shaft was replaced causing no delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.